Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 11 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a pump stoppage occurred while the patient was sleeping. System controller log files and driveline x-rays were submitted to the manufacturer for review. No clinical symptoms were reported. The manufacturer¿s technical services confirmed multiple pump stoppages in the log file. The issue only appeared to occur while the lvad was connected to the power module. On (B)(6) 2017 the manufacturer¿s technical services performed distal end percutaneous lead (driveline) replacement. No broken wires were found during the replacement. The lvad system was placed on grounded power module patient cable without issue. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the distal end percutaneous lead (driveline) did not confirm the suspected driveline damage; however the reported pump stoppages were confirmed per the evaluation of the submitted system controller log file. It was reported that a pump stoppage occurred while the patient was sleeping. A submitted log file confirmed low speed operations and pump stops on (B)(6)2017 at 2:04. These events occurred while the system was connected to the power module. On (B)(6)2017, the patient underwent a driveline repair. No broken wires were found during the repair. The lvad system was placed on grounded power module patient cable without issue. The patient remains on vad support and no further related events have been reported. A section of driveline, approximately 16 inches long from the connector, was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.